Event description:
Related manufacturing reference number: 2017865-2025-15330. It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right atrial (ra) and the right ventricular (rv) lead were oversensing noise resulted in pacing inhibition. No intervention was performed. The patient was in stable condition.